Event description:
The customer stated they received an error after dosing glucose strip. The customer stated they checked and the wrong code key had come with the glucose strips. The code key was number 648170 and the strips were 548203. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.